Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent cartridge alarms (cartridge alarm 19) occurred with multiple cartridges during pumping. The customer's blood glucose was 210 (mg/dl). Reportedly, the customer loaded a new cartridge to address the events.